Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot nor material number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 the ward round found that the patient's intravenous infusion connector did not drip medicine, and the examination found that the septum at the interface of the needle-free closed infusion connector of the septum was inverted, resulting in no needle dripping. After removing the connector, the needle water can drip normally.